Manufacturer narrative:
A ge oec service representative investigated the issue and replaced the x-ray tube and gpos pcb. System re-calibrated and software re-loaded. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system had intermittent lock-up issues. Also reported loud or noisy x-ray tube.